Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported the pt was no longer able to establish telemetry between her ipg and her charging system. A new charging system was sent to the patient. Attempts to obtain add'l info regarding the patient's condition and/or device status were unsuccessful. According to the MFR's device registration system, the ipg remains implanted. No further patient complications were reported.

Manufacturer narrative:
Eval: sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.